Event description:
It was reported that review of this right atrial (ra) lead strip found noise that was being sensed before the vp. It was discussed that this could be picking up left atrial conduction or a potential lead issue. Diagnostics looked stable, but would need to try to recreate this noise and adjust sensitivites without causing undersensing of the p-wave. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).